Event description:
(B)(4). Progressive shortness of breath with tachycardia. Diagnosed with postural orthostatic tachycardia syndrome / dysautonomia 2 months post procedure. Spent 5 days in the hospital with hr up to 160's when standing. Went to (B)(6) clinic in (B)(6) 2015 and tilt table showed pots. In (B)(6) 2015, sleep study showed hypersomnia.